Event description:
It was reported that the device was used during an unknown procedure. A clip was wedged in the jaws in a closed position. After clearing that clip the subsequent firings were loading the clip semi-closed or on an angle. No other information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Around 10th or 12th firing. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Yes, outside of the patient. A closed clip had jammed in the jaws and once cleared, the following clips were advancing into the jaws on an angle or semi-closed. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. Did somebody other than the primary surgeon fire the instrument? Unknown.